Event description:
Reporter alleged obtaining discrepant back to back glucose results of 137 mg/dl, 160 mg/dl and 600 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter alleged that within 10 minutes of the 160 mg/dl and 600 mg/dl, another result of 120 mg/dl was obtained on the same system. Reporter stated that he took 30 units of humulin after the 600 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the suspect device and replacement product was sent.